Event description:
It was reported that there was a liner exchanged due to joint laxity.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned to manufacturing.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a triathlon insert was reported. The event was confirmed. Medical records received and evaluation: this pi case has its root cause in procedure-related factors regarding component position as discussed leading to a progressive instability in the knee through overload in the knee ligaments that are responsible for proper clinical performance of the knee. This case is not device-related. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. The investigation concluded that joint instability was caused by mal-positioned femoral and tibial components. The surgical protocol was not followed as it indicates the tibial slope is 3°, whereas the slope observed in this case is 11°. The tibial insert was exchanged for a thicker insert in order to compensate for the increased joint space due to the malpositioning of the femoral and tibial components. This pi case has its root cause in procedure-related factors regarding component position as discussed leading to a progressive instability in the knee through overload in the knee ligaments that are responsible for proper clinical performance of the knee. This case is not device-related.

Event description:
It was reported that there was a liner exchanged due to joint laxity.